Event description:
During verification testing at the manufacturing facility, a separation was noted.

Manufacturer narrative:
One used device was received. During testing, a separation was noted. The option-lok male adapter had separated from the tubing and was missing. This was due to insufficient solvent application. The event that is being reported was noted during verification testing. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).